Manufacturer narrative:
Philips service advised a system restart to resolve the communication delay. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a shutter collimation error occurred with delayed tsm communication on a azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.